Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the guidewire would not advance or retract at all in body, basket collapsed into undeployed and catheter was pulled out of body. There was visible tissue stuck in the guidewire and catheter lumen connection. The guidewire could be removed as normal, but the tissue had to be removed first. No effusion and wire was not kinked. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the original wire was used to complete the procedure and the catheter was replaced.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Although it was reported by the field that tissue was observed on the device, and it is possible that tissue entrapment may have caused difficulties with the guidewire, there was no remaining evidence on the returned device to confirm if this occurred. Thus, the cause of the stuck guidewire allegation is that the cause could not be determined. Additionally, if tissue damage had occurred it is considered a known inherent risk of the device as the labeling calls out potentially tissue damage as a possible complication of using the device.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the guidewire would not advance or retract at all in body, basket collapsed into undeployed and catheter was pulled out of body. There was visible tissue stuck in the guidewire and catheter lumen connection. The guidewire could be removed as normal, but the tissue had to be removed first. No effusion and wire was not kinked. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the original wire was used to complete the procedure and the catheter was replaced.